Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sinus surgery while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having sinus surgery while using the device, CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.

Manufacturer narrative:
Additional information was received on sep 30, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having sinus surgery that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation manufacturer observed an broken ui (users interface) knob, missing sd card cover. High pitch blower whine, the air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like contamination all over the top of it especially near the ui (users interface) knob area, dust-like contamination on the top of the blower box lid and surrounding area, dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had dust-like contamination on top of it, flip lid seal had unknown contamination on it, white and brown dust-like contamination, throughout humidifier enclosure, unknown white dust-like contamination on and under the heater plate, on the dry box seal and inside water chamber, unknown white and brown dust-like contamination in the iso port (international organization of standardization.), the contamination found in the humidifier enclosure are considered not to be in the airpath, there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.